Manufacturer narrative:
Additional information: h3, h6, h10. H10: the sample was received for evaluation with no mini cap. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. There was evidence on the female connector indicating the insert chip was present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue part) and the main body of a minicap transfer set; further described as ¿the navy blue part of the transfer set completely disengaged from the rest of the transfer set¿. It was further reported the patient could not drain due to the issue. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.